Event description:
It was reported that lead revision was performed. The leads were found to have been damaged during the bypass surgery and were explanted. The patient was stable following the procedure.

Event description:
Following bypass surgery, the patient was hospitalized after receiving inappropriate high voltage therapy caused by noise. Furthermore, a decrease in defibrillation and pacing impedance measurements and loss of atrial sensing and pacing were observed. The left ventricular pacing threshold also increased. It was suspected that the atrial and ventricular leads were damaged or dislocated during the surgery. System revision is anticipated, and the patient was in stable condition. Related manufacturer reference numbers: 2938836-2018-01469, 2017865-2018-02652.